Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse suggested to swap the liquid crystal display (lcd).

Event description:
It was reported that the 840 ventilator display was erratic. There was no patient connected to the device.